Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400mg/dl and a correction bolus was delivered to address the bg level after changing the infusion set. Tandem technical support offered to perform fill tubing to ensure that the cartridge did not have any blockages but the contact declined.